Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a trochanteric fixation nail advanced (tfna) helical blade cut out through the femoral head was noted. It is unknown if there is a plan for a revision surgery. Patient status was unknown. This report captures case 3 that involves tfna helical blade cut out. Related complaints (B)(4) captures the intra -op event of 2 broken instruments during a tibial nail case, (B)(4) captures case 1 of tfna helical blade cut out, and (B)(4) captures case 2 of tfna helical blade cut out which involved two events of cut out,. Concomitant devices reported: unknown tfna nail (part#unknown, lot#unknown, quantity unknown). Unknown locking screw (part#unknown, lot#unknown, quantity unknown). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for complaint (B)(4).